Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they cannot clear the screen on the insulin pump. Customer's blood glucose level was 265 mg/dl at the time of incident and 264 mg/dl at the time of call. Customer was treated with 25 units of insulin shot. Customer also reported that infusion set was leak at site. Troubleshooting was declined for hyperglycemia. Insulin pump will not be returned for analysis.